Manufacturer narrative:
The device in question was not returned to walkmed infusion for product evaluation. The device was discarded by the user facility and the lot number was unknown, therefore restricting any further failure investigation. The clinic discarded the device.

Event description:
The clinical staff noticed that the device in question was covered in white crusting which is presumed by the clinic to be chemotherapy medication. The device in question and all crusting was enclosed within the carrying case. The patient showed no signs of medication exposure and denied noticing any residue. The patient was subsequently switched to another device to continue treatment.